Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 5 months post procedure, patient suffered low hemoglobin which is reported to be associated with bleeding event (bleeding from rectum - gi bleed). Patient was treated with blood transfusion. Patient was on dapt 24 hours prior to event. Investigator assessed event is not related to device and anti platelet medication. Sponsor assessed event is not related to device but possibly related to anti platelet medication.